Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the second firing of the device the clip would not advance and the jaws would not open. It was not on tissue. The device was removed and a new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was not visible; this finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Reportedly, the ventricular lead impedance curve recorded in device memory showed high impedance (> 3 kohm). However, during the latest follow up on (B)(6) 2010, normal measurement was obtained.